Event description:
A cartridge alarm 20 was reported, displaying a high blood glucose value, but specific numerical value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose issue with a correction injection via multiple daily injections (mdi). Tandem technical support confirmed cartridge alarms with consecutive cartridges and resolved the issue by sending a replacement pump. The customer was instructed to return the problematic pump, and a goodwill order was placed to replace cartridges for the customer.